Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with the cannula breaking resulting in a needlestick injury. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, needle broke off. Requesting additional information. Could you please provide the product lot number? (It is 7 digits long) 2217225. Was product obtained/ordered through a distributor? Medline. Please provide details of the issue. Did needle break after specimen was collected? Yes. Did needle stay in patient's arm? No, needle broke while trying to engage the safety feature. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cannula separation was observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination for broken needle shafts as well as defective locking mechanisms and the issue of cannula separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cannula separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found with the cannula breaking resulting in a needlestick injury. The following information was provided by the initial reporter. The customer stated: did any hazard occur (e.g. Exposure to blood/bodily fluid, needle/probe stick, safety issue)? Yes. If yes¿detailed hazard including any medical intervention: per customer, needle broke off. Requesting additional information. - could you please provide the product lot number? (It is 7 digits long) 2217225. - was product obtained/ordered through a distributor? Medline. - please provide details of the issue. Did needle break after specimen was collected? Yes. Did needle stay in patient's arm? No, needle broke while trying to engage the safety feature. Did exposure to blood/ bf occur? Yes. If exposure occurred was there any post exposure testing or medical intervention? Yes.